Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, blood coagulation disorder, pain, swelling, mobility ((B)(6) are same patient).